Manufacturer narrative:
The customer was provided with the option to have their glidescope ranger video monitor and glidescope ranger video baton 3-4 returned for evaluation. Multiple attempts have been made by verathon to contact the customer to gather additional information and determine the status of the device return. However, the customer has not yet responded to verathon's request. Should the device be returned or additional information is received, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video monitor and glidescope ranger video baton 3-4, the image would disappear. It was noted that the video baton connector was damaged. The procedure was completed using a non-video laryngoscope, and there was no delay in the procedure noted. No harm to the patient or the user reported.